Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found no anomalies.